Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The charger enclosure was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The charger was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported issue. Other relevant device(s) are: product ID: bi71000175, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the battery indicator status on the system was turning pink. There was no patient present at the time of the event.